Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/11/2016. The device has been returned and evaluated by product analysis on 09/16/2016 with the following findings. During investigation, the original complaint of the ¿line through the display¿ was unable to be duplicated. The display screen as fully functional, clear and legible. The pump as opened and the display flex was found to be fully seated and secured in the connector.

Manufacturer narrative:
Follow-up #2, 22-march-2017- correction to serial#.